Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered a drawer with several issues, reseated the bus connections, replaced the row board cable, and addressed the open sensor to resolve the problems. The customer inventory was managed to ensure the drawer was operating properly, and a functional test was performed along with a diagnostic run. The system functioned as intended after the field service engineer repaired the device.